Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "implanted without one haptic" (device or device component damaged by another device [injection system]). A surgeon reported that during surgery, the delivery system caused the phakic intraocular lens to be implanted without one haptic. The surgery was not completed during the same session, rather it was completed the next day during a secondary procedure. Additional info has been requested.

Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ping meter was powering off during use. The reporter was not willing to answer questions or provide information to the customer service representative (csr). The medical surveillance specialist (mss) classified the complaint based on the following information: the patient indicated that the alleged issue started on (B)(6), 2010, at 2:40 pm. Around three hours after the alleged issue began, the patient claimed that he developed unspecified symptom(s) of "hypoglycemia" because of the reported issue. The patient also claimed that he was treated with glucose gel/tablets because of the reported issue. The patient was unwilling to indicate who provided the treatment. He denied that his blood glucose was tested on another device during the time of concern. The alleged issue was not resolved with troubleshooting. The test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed ''hypoglycemia" 3 hours after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k082590.